Event description:
It was reported that the contamination shield was too narrow causing damage to the swan-ganz catheter balloon when it was passed through the exit hole. There were no patient complication reported. Product evaluation found more significant damage that indicated in the original report.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The contamination shield that was returned was from an unknown manufacturer but was not attached to the catheter. During functional testing, the catheter passed through returned the contamination shield without any difficulty. The catheter was returned with the balloon latex torn off the catheter tip and was not returned. There was some latex observed on both proximal and distal bond sites. Residual latex was not observed inside the contamination shield. The report of resistance was not confirmed; although the exact cause of the balloon damage could not be confirmed, device handling may have contributed. There was no evidence of a manufacturing nonconformance during evaluation of catheter. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.